Event description:
It was reported that this cardiac resynchronization therapy pacemaker was found to be in safety mode. The patient was completely dependent and experienced pauses in pacing and was symptomatic. A temporary pacemaker was implanted. Three days later it was reported that the patient had a fall that caused a broken back and neck (details unknown) and the patient subsequently expired. Additional information is being requested at this time.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was found to be in safety mode. The patient was completely dependent and experienced pauses in pacing and was symptomatic. A temporary pacemaker was implanted. Three days later it was reported that the patient had a fall that caused a broken back and neck (details unknown) and the patient subsequently expired. It was additionally reported that no electrogram or other documentation was available in relation to the event, and it was not possible to retrieve the pacemaker from the morgue.